Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the fracture surface. The fracture surface on the screw head exhibits the typical signs of a multi axial stress condition of bending and torsion. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the error pattern is typically for mechanical overstress. A material defect or a manufacturing related error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: austria it was reported that during the implantation the screw broke. There was no surgical delay. No harm to the patient was reported.